Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to do a set change and got a no delivery alarm while priming. Customer's blood glucose was 78 mg/dl. Customer stated that she did not have a back-up plan. Customer has not treated. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the no delivery alarm is not recurring. Customer stated that the issue was not resolved. Customer was advised to replace the plunger and manually push the plunger to verify that the insulin exits the tubing. Customer stated that the insulin did not exit. Customer manually pushed the plunger and stated that the insulin did exit. Customer was advised to return the infusion set as there may be a possible issue with the infusion set.